Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The plunger lever was broken off. The event history log was reviewed and there was nothing in the alarm pertaining to the reported issue. An inspection was conducted and the reported issue was able to be duplicated. The issue is a result of the customer's impact to the device. The right plunger case will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe lever handle issue. There was no patient involvement.